Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08745, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a clinical diagnosis of urinary tract infection. The patient also had suprapubic and low back discomfort. The patient had microhematuria. Urine dipstick and culture obtained, results unknown. If the urine culture was positive the patient would receive treatment. It was also noted if the symptoms persisted, the patient would receive a cystoscopy in 6 to 8 weeks. Laboratory testing showed mixed flora and probable contamination. The event was considered ongoing at the time of report and it was unknown if it was related to the device. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the event was resolved without sequelae.

Event description:
Additional information received reported the etiology was updated to programming/stimulation and surgery/anesthesia.

Event description:
Additional information reported ciprofloxacin was administered as an intervention.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was not related to the device or therapy and not related to the implant procedure. Another etiology of urinary tract infection related to surgery/anesthesia was noted. No further complications were reported/anticipated.